Manufacturer narrative:
(B)(4) final report. Additional information, including part nos. And lot codes of the cormet cup and head, post primary x-rays, operative notes (primary and revision), patient activity level, medical history and weight, whether the patient followed correct post-op protocol post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event, however, the reporter confirmed that none of these details could be provided. As the device part numbers and lot codes cannot be provided, the relevant device manufacturing records cannot be identified or reviewed. Based on the above, no investigation can be conducted and the root cause of the reported event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case will be re-opened for investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision after approximately 21 years due to loosening of the cup, osteolysis and suspicion of infection.

Manufacturer narrative:
(B)(4) initial report. Additional information, including part nos. And lot codes of the cormet cup and head, post primary x-rays, operative notes (primary and revision), patient activity level, medical history and weight, whether the patient followed correct post-op protocol post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision after approximately 21 years due to loosening of the cup, osteolysis and suspicion of infection.